Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer "the line broke under dressing, it appears one of the external lumens was cut or broke while line was dwelling." Additional information received 4/11/2023: "catheter break discovered as catheter leaking when flushed. Break was external to the patient, no pieces retained in patient. Event was not an urgent/life threating medical situation. PICC had to be replaced, no other negative impact to patient."